Event description:
Customer reported a past high blood glucose event with an unknown cause. Highest blood glucose level was not specified but displayed as "high." Correction bolus administered via pump, and control iq feature was active at the time. Customer did not require third-party assistance and was already communicating with their healthcare professional about the issue.